Event description:
Reportedly, the subject home monitor could connect to the back office without problems until (B)(6) 2019, when it abruptly stopped working. The status of the led remained green, while the home monitor was not functional, as the device was not reacting.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor could connect to the back office without problems until (B)(6) 2019, when it abruptly stopped working. The status of the led remained green, while the home monitor was not functional, as the device was not reacting.